Event description:
It was reported that during dialysis blood was seen on catheter. Upon inspection, a hole was found on the blue lumen near the base.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr of lot # retd0996 showed no other similar product complaint(s) from this lot number.